Event description:
A boston scientific tvt was implanted vaginally along with bard pelvicol biological mesh among other complex procedures, on (B)(6) of 2007. Immediately after surgery I experienced excruciating nerve pain all through the left side of my vagina and labia and under and around my urethra. My dr had me drive back out to the hosp, out of town, to undergo another procedure under spinal cord block (?) To get rid of my vaginal nerve pain. It didn't go away, and has progressively worsened over the years to the point I cannot walk any distance, sit or stand or lay too long and I collapse with nerve pain that travels completely through my vagina, pelvis, hips, burn, lower back, tailbone area, down my legs and into my knees, ankles and feet, parts of my feet have gone completely as well. I have been through countless dr appts, hosp visits and stays, scans, blood tests, heart, brain, eye, rheumatoid tests, etc. Now I'm with a specialist who is going to do a partial removal of the mesh and bolus injections to relax my pelvic and vaginal adhesions, who doesn't believe my mesh has caused any of my problem. I contacted my surgeon in america a few years ago when I started investigating all of my symptoms and he lied to me over the phone. After I told him the symptoms I have been dealing with since my 2007 surgery, he told me he "didn't remember me or my surgery" from that long ago and then proceeded to tell me "I didn't put mesh into you." Because of his comment to me, I rang the hosp and requested my surgical records and discovered he, in fact, did put mesh into me. My life has been ruined since that surgery and I can't seem to find an attorney willing to step up to help me. I would need to submit proof of dr visits, blood work, and scans up to current date. FDA safety report ID# (B)(4).